Event description:
It was reported that the device was used during an open bowel procedure. The surgeon's assistant (also a doctor) fired the instrument and removed it from the patient after firing. When the assistant removed the instrument the anvil was missing, but this was not noticed by anyone in the or. They did find two donuts on the instrument body/trocar and the donuts were fine. The patient was closed. Post operative (same day) they did an x-ray from which they found the anvil was still in the patient. The patient was brought back to the or, reopened and the surgeon was able to push the anvil through the colon and out the rectum. He then did a leak test and notice a small amount of bubbles, decided to oversew the staple line. The patient is currently in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.